Event description:
A customer contacted beckman coulter inc. (Bci) in regards blue powder that adhered to the aqa cal cap. No injury was reported

Manufacturer narrative:
A replacement was sent to the customer.